Event description:
The following was reported to gore: on (B)(6) 2022, a patient underwent treatment for the right common femoral artery utilizing a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device during a transcatheter aortic valve replacement (tavr) procedure. It was reported that the technician prepared the device with a short, negative pressure on the balloon and then the vbx device was advanced to the right common femoral artery from the contra-lateral side using an 8 fr ansel sheath. The physician reported that the vbx device was difficult to advance through the sheath, although it was ultimately able to be advanced to the intended location. Upon inflation, the balloon on the stent reportedly inflated on the proximal end, but not the distal end. The stent then dislodged from the balloon catheter with enough force to push it into the distal third of the superficial femoral artery (sfa). An attempt was made to use a separate balloon (armada 14mm x 20mm), but the stent was unable to be fully deployed. The patient was the taken to surgery and an open cut-down was performed to fix the leak in the common femoral artery. A sheath and guidewire were then used to access the stent in the sfa, and a 6mm armada balloon was used to successfully deploy the stent in the sfa. The patient tolerated the procedure and is reported to be recovering well.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
The manufacturing records were reviewed and the device lot met all pre-release specifications. The device remains implanted, therefore direct product evaluation was not possible.